Event description:
It was reported that interrogation of the device revealed an invalid data message. The patient has been receiving radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.